Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right ventricular failure and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2015. Progressive and continued right ventricular failure resulted in the patient's expiration. The patient's outcome was reportedly not device or therapy related. The device performed as intended with no abnormal parameters noted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. An autopsy was not performed; the pump was not explanted and is not available for evaluation. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") states that it is critical to use trans-thoracic echo to monitor the left ventricle during speed adjustments; verify that the septum does not shift, which could compromise right ventricular function. Section 6 (under "postoperative patient care") cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Progressive and continued right ventricular failure resulted in the patient's death. No further information was provided.